Event description:
Sunbeam vaporizer used to help with sinus issues. Product caused first degree burns to my left hand and arm and severe water damage to my parquet wood floors due to some sort of leak. The plastic bin that the water sits in gets dangerously hot to the point that it almost feels like it could melt. When unplugged, sparks flew out of the plug. The product is cheap, dangerous in many ways and certainly a fire hazard. The water in the tank looked burned and black. When turned on, there was a snapping noise like electricity hitting the water inside the tank. The product either put out little steam or it sputters and boils excessively. I contacted sunbeam back in january about this product and told them about the injuries and damages sustained. They asked me to send in the vaporizer for testing, along with photos of the burns, damages and receipts for medical expenses, etc. It is now (B)(6), three months later and claim was denied. According to sunbeam, there was nothing wrong with the unit and no leak. Meanwhile, the unit leaked boiling hot water all over my floor and on my arm. I sent photos showing burned water inside the tank, photos of my arm and photos showing the damages. They denied my claim, saying their product did not leak! I guess it's easier to deny their product is dangerous and refuse to reimburse customers for any damages. Horrible product and horrible company! According to (B)(6) reviews, there are many people who reviewed this product as "dangerous" so I am not the only person who has had issues with this particular product. (Retailer: (B)(6), retailer state: (B)(6). Purchase date: (B)(6) 2015. The product was not damaged before the incident. The damage was not repaired prior to the incident. The product was not modified before the incident. Document (B)(4).